Event description:
The product (smart control) was prepared as per the IFU. The product was advanced to the lesion over the guidewire (unk), but the stent could not be placed at the target lesion because the tip of stent started deploying just short of the target lesion. Therefore, another additional smart stent was placed, and the procedure was successfully completed. There was no adverse consequence to the pt. The age and weight of the pt is unk. Vessel characteristics are unk. Please note that multiple attempts to acquire additional information have been made but have been unsuccessful. Additional information will be forthcoming within 30 days upon receipt.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.